Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not fully click onto the pump. Reportedly, there was an o-ring from the previous cartridge stuck on the pneumatic tap. The customer removed the stuck o-ring from the pneumatic tap and successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.